Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat rectocele. It was reported that following insertion the patient experienced pain, urinary problems, recurrence and bleeding. It was reported that patient underwent mesh revision on (B)(6) 2008 due to bleeding and inserted tape to lift bladder on (B)(6) 2008 due to incontinence. No additional information was provided.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.